Manufacturer narrative:
(B)(4).

Event description:
Patient follow-up was requested and the following additional information was received. Approximately two (2) months post explantation of the inlay, the patient's best corrected distance visual acuity (bcdva) has returned to baseline and blurry vision has resolved.

Manufacturer narrative:
The explanted inlay was returned to the manufacturer and subjected to visual microscopic inspection and dimensional analysis. The edge thickness and diameter were measured and found to be within specifications. A cut and some particles were observed on the inlay surface, but these findings are consistent with findings for corneal inlays that have been explanted since surgical instruments are required to remove the device from the eye and place it in a hydrated storage container for transport. It should be noted that the device was not properly stored during transport and it was received in a non-hydrated state. In addition, the initial reporter never reported any problem with the inlay (no cuts or particles reported). The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Corneal haze and decreased vision are listed in the device labeling as known potential risks. Complaint reference number: (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay in the left eye on (B)(6) 2016. Approximately 5 months postoperatively, the patient presented with 1+ peripheral edge haze in the operative eye. At this time the patient's best corrected distance visual acuity (bcdva) had decreased from 20/20 (preoperatively) to 20/50 at onset, improving to 20/30 immediately prior to explant. The corneal haze persisted throughout the postoperative period and the inlay was explanted on (B)(6) 2017. At last examination one week post explant, the bcdva remained at 20/30. The surgeon attributed the event to a foreign body reaction.